Event description:
Two rn check to verify med and infusion rate. Was administering potassium replacement to run for 1 hr, the pump delivered the med in 15 mins. Np made aware about the incident, no new order. Continue to monitor. Pump removed from the room and to be sent to bioengineering dept to be checked.